Manufacturer narrative:
The excor blood pump pu valves; 50 ml in/out; ø 12 mm; lvad sn (B)(6) was in use on the patient from (B)(6)2024 until the pump was exchanged on (B)(6)2024 (31 days). We have reviewed the production records of the excor blood pump and the pump was produced according to our specification.

Event description:
Berlin heart gmbh clinical affairs was informed by the clinic that during the night of (B)(6)2024 the patient supported with an excor pediatric system in bi-vad configuration, showed very short speech weakness. A head CT scan was performed and showed hemorrhagic stroke. The anticoagulation has been stopped upon the recommendation of a neuro consultant at clinic. Moreover, on (B)(6)2024, thrombus was seen in the outflow valve area of the lvad, and a decision was made to change the lvad pump. However, the thrombus was no longer present at the time the surgeon arrived. Therefore, the pump was not changed. During the evening of (B)(6)2024., a small fibrin/thrombus layer was observed in the lvad, and it was decided to monitor the pump. The pump was later changed on (B)(6)2024 after hemorrhagic stroke and the patient remained asymptomatic until the morning. The excor blood pump functioned as intended with full fill and ejection. The patient showed no signs of infection.